Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 399930, lot# j0555523v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation with their programmer. It was further reported the patient had been unable to turn their stimulation off for two to three nights prior to report and could not sleep at night because the stimulation bothered her. It was stated the patient was in pain from being unable to turn down the stimulation. It was further stated that when the patient would lie down her legs "felt terrible" while attempting to turn off her device. It was reported the patient spent two to three hours trying to turn her device off. It was noted the patient was getting an orange light on the 9 volt battery. It was reported that after the 9 volt battery was replaced the patient was able to turn off their stimulation and the issue was resolved. It was noted the patient had experienced a warming sensation over the implantable neurostimulator (ins) two weeks prior to report. On (B)(6) 2014: patlr (con): additional information received reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved. It was noted that the patient called to set the volume off.